Event description:
The pt's grandmother reported on (B)(6) 2014 at 1:05 am her grandson activated a new pod and his insulin history is as follows: time: 2:39 am, bolus (u): 2.50; 9:09 am, 1.00; 11:39 am, 2.80. There were no blood glucose results or carbohydrate counts provided. She took him to the hospital and upon arrival he was diagnosed for "borderline" diabetic ketoacidosis. They placed him on intravenous therapy and he was released from the hospital the next day (B)(6).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.